Event description:
The customer reported hospitalization last (B)(6) 2014 due to low blood glucose. Customer's blood glucose was 21 mg/dl at the time of hospitalization. Customer stated that her blood glucose before going to bed was reading high and she used the insulin pump to bolus and appeared that she over bolus. Troubleshooting was done. Customer's recent blood glucose was 107 mg/dl. The customer was advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).